Event description:
During the device evaluation, residual liquid/foreign objects were found to be coming out of the uretero-reno videoscope's clamp channel. In addition, the bending rubber adhesive section was found to be missing. There was no patient involved.

Manufacturer narrative:
Based on the results of the investigation, the foreign object found was likely due to the device being sent to olympus without reprocessing. This was likely due to the water leakage detected, which prevented manual cleaning from being performed. The identity of the foreign material was not identified. The root cause of why the foreign material remained in the device, and the root cause of the bending rubber adhesive being detached, could not be specified. The event can be detected/prevented by following the instructions for use which state: the event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in urf-v2 operation manual, chapter 3: preparation and inspection. IFU states the preventative measures in urf-v2 reprocessing manual, chapter 5: reprocessing the endoscope. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.